Event description:
It was reported that the patient's right ventricular pace/sense /defib lead had developed high pacing thresholds and gradually increasing pacing impedances. The pacing portion of the lead was abandoned and a new pace/sense lead only implanted. The high voltage electrode portion of the lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "high resistance/impedance: rv pace impedance steady at 800 ohms at implant, begins linear rise in (B)(6) 2009 from ~800 ohms to ~1400 ohms in (B)(6) 2010. Trend displays characteristics of chronic rising lead impedance". The analysis also revealed "sensing: no anomalies found. No non-physiological nsts (v-v cycle <220ms) recorded" and "noise: no anomalies found. 3 si counts over 1994 days".